Event description:
This new suction tip has come in place of the medline yankauer w/bulb tip. This new tip has a narrower port which will suction less quickly. The tip is a separate blue piece that could potentially become separated from the yankauer piece in the pt's mouth, causing obstruction. This new tip is also flexible and could be collapsed if a pt bit down on it, allowing no suction capability.